Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh33 instrument was used in the case. There was bleeding (amount not available). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.